Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie did not receive one (1) screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit one (1) x-ray image for the reported event. Further review of the x-ray identified the screw was fractured at the head region. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are torque applied during placement/ seating exceeds recommended value, material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, device malfunction did occur. Without device receipt, the reported event was confirmed via customer's x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the screw broke in the implant. The doctor was able to retrieve the broken screw. No additional information was provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. D10: unknown biomet implant/lot number unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.